Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that it was taking the patient too long to charge and they experienced poor coupling. It was taking longer to get the bars shaded. The patient tried repositioning the antenna and adjusting the dial but that didn't resolve the issue. Sometimes they would receive full coupling when the antenna was really high over the implant and other times it was lower. The patient declined to troubleshoot over the phone and would call during the week when they recharged next. They also mentioned they had fallen a lot and that they experienced a hot, burning sensation at the ins site. Most of the time this sensation happened when they recharged their ins and believed it might have occurred once when they were not recharging but had stimulation on. No further complications reported.